Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed communication faults, a specific cause for this event could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2020 10:53:44 through (B)(6) 2020 17:33:39. Continuous com_a and com_b faults were captured throughout the log file. Numerous loss_of_lvad_comm alarms were captured as well. With the communication faults, the pump speed, pump flow, & pi values were not available in the log file. Motor power was available and ranged from 3.8-4.1 watts, indicating that the pump was running. A specific cause for these events could not be conclusively determined through this evaluation. No other atypical events were captured. Despite these events, the pump appeared to operate as expected. The controller periodic log file contained data from (B)(6) 2020 23:17:37 through (B)(6) 2020 17:47:27. Continuous com_a and com_b faults were captured throughout the log file. Numerous loss_of_lvad_comm alarms were captured as well. With the communication faults, the pump speed, pump flow, & pi values were not available in the log file. No other atypical events were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms, including the driveline communication fault, and the recommended actions associated with them. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 20jun2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Patient history of communication faults are covered under the follow MFR #s - 2916596-2020-02084, 2916596-2019-01412, 2916596-2018-05622, 2916596-2019-02224, 2916596-2019-03749, 2916596-2020-02084, 2916596-2020-05211. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's event log contained communication faults a & b. After further investigation, technical services that the patient had a known communication fault issue since 2017.